Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer awoke with an elevated blood glucose level of 600 mg/dl with moderate ketones. The customer administered manual injections to address bg level, and was recommended to discuss diabetes management with health care provider. In addition, the customer experienced multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was indicated that the customer will continue to use manual injections as alternate insulin therapy.

Manufacturer narrative:
High blood glucose level issue- no failure identified.